Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user didn't perform storage space recovery properly. A field service engineer confirmed no defect was found, as the recover storage space function was not attempted. Guidance was provided to the customer on proper usage, and preventive measures were discussed, including placing simple instructional notes near the station to reduce user-related errors. The system functioned as intended after the field service engineer guided the user to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, door opened successfully; however, the system intermittently displayed a hardware failure. The issue occurred randomly and required repeated attempts to recover storage space, leading to delayed recovery. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.